Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave error code power test failure code 6. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) gave error code power test failure code 6. It is unknown if patient was involved. Customer stated that touch screen not working, performed touch calibration more than one but didn¿t work and give error code power test failure code 6. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.